Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an abdominal tumor removal on (B)(6) 2017 and barbed suture was used. A scrub nurse noticed that the needle-tip (about 0.1mm) had been cracked and missing when checking the affected needle. CT was performed on the patient and the missing needle-tip could not be found. The operation was completed without finding the needle tip. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation: the actual device was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.